Event description:
It was reported that the pump¿s alarm was supposedly turned off by a manufacturer representative on (B)(6) 2013 but, at the time of this report, the patient was hearing it every 12 hours. At this time, the patient was informed that the pump needed to be replaced. A replacement was scheduled for (B)(6) 2013. The patient was in the emergency room (ER) two weeks prior to this report. The patient was going through withdrawal and had the sweats and shakes. The patient was supposed to get a dosage increase, but was sent home instead. All information regarding this event will now be reported under this manufacturer report #. Please see manufacturer report # 3004209 178-2012-07359 for previously reported information.

Manufacturer narrative:
Concomitant: product ID 8578, serial# (B)(4), implanted: (B)(6) 2009, product type accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).